Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1g, every 4th day, intraperitoneal, discontinued after 13 days) and meropenem injection (1g, once daily, intraperitoneal, discontinued after 13 days) for peritonitis. At the time of this report, the patient recovered from the peritonitis and cloudy effluent. Pd therapy is ongoing. It was reported that retraining on the proper aseptic technique was performed on an unknown date. No additional information is available.